Manufacturer narrative:
The monitor sn (B)(4) and electrode cable sn (B)(4) were returned and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the hospital wearable defibrillator. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the hwd, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The hwd detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 1 time by the hospital wearable defibrillator (hwd). The patient's neurological status at the time of the event is unknown. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient was in the hospital at the time of the event. No deficiencies were alleged against the device.